Event description:
Date of procedure: 6/16/98. Target was informed that during a glue embolization a spinnaker catheter was placed distal to an arteriovenous malformation at the middle cerebral artery. While slowly injecting hystoacryl the catheter suddenly ruptured and the hystoacryl migrated into the pt's carotid artery and not in the arteriovenous malformation. As a result, the pt is paralyzed (arm, leg, eye) on the left side of their body. The rupture occurred 10cm proximal to the catheter distal tip. A 1cc syringe was used for injections. The user facility is retaining the product.

Manufacturer narrative:
It was reported to target that the patient had expired on 06/24/1998.